Manufacturer narrative:
This product issue will be updated when device evaluation is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this patient presented to the emergency room (ER) with a rate of 30 ppm. While in the hospital, noise was observed on the right ventricular (rv) channel which was oversensed resulting in an 8.5 second pause in pacing and asystole for this patient. The patient was seizing in her bed during the asystole. Additionally, there was no capture at 2.4v, however, impedance and threshold measurements were within normal limits. The rv sensitivity was increased and a temporary pacemaker was utilized to provide pacing therapy. It was also noted that the left ventricular (lv) lead had been programmed off due to a suspected issue. A revision procedure was performed and the device, rv lead and lv lead were removed from service. No adverse patient effects were reported.